Event description:
It was reported that a user experienced recurrent low blood glucose events while using the ilet, with frequent glucose fluctuations and treatment of lows using regular soda, chocolate, and unmeasured foods; the user also acknowledged an alert corresponding to a glucose value of 75 and received troubleshooting and education on appropriate low treatment with 15 grams of fast-acting carbohydrates and a 15-minute wait, including instruction on the learning algorithm. Symptoms included hypoglycemia. Outcomes included no hospitalization or long-term sequelae. Investigation included review of device data and user-reported use patterns, along with provision of education on correct treatment of hypoglycemia. Investigation of this case revealed user technique issues related to overtreatment of lows with slow-acting or unmeasured carbohydrates, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.